Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Approximately 9 days after the sensor had been inserted, the patient¿s mother stated, ¿the cgm was going offline, had a problem with giving a reading, and constantly had messages of not connected¿ [presumed to mean a signal loss]. The patient was very sick and having a hard time thinking and breathing, no reading was being provided by the cgm, and they had run out of test strips, so the mother called the paramedics to check his blood glucose level. During this time the cgm readings came back and the mother stated the value was in the 40s mg/dl and that it stated, 'critically low.' However, when the paramedics checked the bg with a glucometer it was over 580 mg/dl. Prior to the event the patient was already on oxygen for an unspecified reason. The mother stated that no medication or treatment was provided by the paramedics. The patient was taken to the hospital and at the time of the report on (B)(6) 2021 was being kept there for monitoring. It could not be confirmed whether the patient was in the emergency room (ER) as an outpatient or had been admitted as an inpatient. No hospital treatment details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained.